Event description:
It was reported by the customer that on (B)(6) 2010 the fiber broke at the tip while inside of the patient at 60,947 joules. Also, it was reported that all fiber pieces were retrieved. No patient injury was reported. The device was not returned for evaluation.